Event description:
Mechanical complication left total knee arthroplasty. Pt original left total knee replacement in 2007. Underwent repair of a wound dehiscence the following month. Now, presents with patella displacement requiring surgical repair.